Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material deformation (stent damage) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented experiencing an acute myocardial infarction. Three stents were planned to be implanted; however, due to the heavily tortuous, heavily calcified diagonal artery the implanted stent became damaged. Another stent was implanted as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.